Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain in female.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endometriosis, cystoscopy, cyst, endometrioma, uterine bleeding and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted : essure insertion date as per mr is (B)(6) 2013. 03 coils were trailing into the uterine cavity on the right and 04 on the left. She had ablation previously. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received: "previously noted event injury to herself replaced with chronic pelvic pain in female and made medically significant and intervention required due to surgery." Reporter, medical history, rcc and essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain in female.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endometriosis, cystoscopy, cyst, endometrioma, uterine bleeding and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted : essure insertion date as per mr is (B)(6) 2013. 03 coils were trailing into the uterine cavity on the right and 04 on the left. She had ablation previously. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.